Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a vibrate anomaly on the insulin pump. Customer stated the vibrate function was louder than normal. Customer's blood glucose was 99 mg/dl. The customer also reported the insulin pump vibrated during the vibrate test. Customer declined to return the insulin pump for analysis.